Event description:
It was reported that the supracore guide wire was being used to exchange the non-abbott, interventional sheath to a smaller sheath when it was noted that the proximal segment appeared unraveled. The sheath was unable to be removed over this disruption in the guide wire; therefore, the wire was cut with an instrument and the sheath exchange was successful over the shortened supracore guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. The target lesion was the left superficial femoral artery. There was no additional information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.